Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hole was discovered in the sterile part of the packaging for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued with no further issues. No patient consequence reported. Additional information was received. The caller was not sure if there was any physical damage to the outer box or packaging as did not see the outer box or packaging. Unable to provide a picture as the packaging and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium were thrown away. The device was secured properly in the tray. Did not see any damage to the device due to any part of the packaging being damaged.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital and clinics. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 11-feb-2024. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002497 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).